Manufacturer narrative:
Manufacturing site: (B)(4). The guide wire was returned for evaluation. The coil wire of the returned guide wire was found separated at approximately 45 mm from the tip where the outermost polymer jacket was also found torn apart. The fractured coil wire was loosened and gathered towards the tip, exposing the core wire underneath. The polymer jacket distal to the fractured end of the coil wire was twisted. The polymer jacket was removed for observational purposes. The proximal side of the coil wire fracture end was confirmed to be at the mid solder (fixes the coil wire onto the core wire) located 45 mm from the tip. On the distal side, part of coils were unraveled and got onto nearby coils. The fracture end of the coil wire showed characteristics of fracture by torsion that was generated when coils were loosened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the event description and findings on the returned guide wire, it was presumed that torsion generated with wire manipulation had most likely contributed to the observed fracture of the coil wire. The applied torsion would accumulate and eventually exceed the product design limit when the tip was caught and restricted its movement by the lesion, and the excess torsion led the coil wire to become loose. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, potentiality that some coil fragment might be left in the patient could not be completely ruled out. And the patient was rescheduled for another pci. Therefore, this event is considered serious injury. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi guide wire became damaged during a pci to treat a 99% occlusion in the lad #7. After the guide wire crossed the lesion, multiple balloons followed but failed to cross. The guide wire was then found stuck in the lesion. To remove the stuck guide wire, a catheter was delivered distally and another guide wire was advanced parallel to the stuck guide wire. When the guide wire was finally removed from the patient, part of the guide wire that was located in the lesion was found damaged. Because of prolonged procedure time, the physician decided to terminate the procedure at that point and rescheduled it to another day. There were no adverse patient effects associated with this event.